Event description:
It was reported that, "during the tka, the surgeon could not combine the disposable patella cutters with the reamer adapter assembly."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.